Event description:
It was reported that the patient anatomy required a longer lead than the one opened but not implanted. A different longer lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and analyzed and no anomalies were found. Blood/body fluids observed on all conductors at various locations throughout the lead.